Event description:
The hospital reported that during a coronary artery bypass procedure, the heartstring iii proximal seal did not deploy properly. There were no pt effects. The case was completed using another heartstring iii proximal seal. The hospital reported that the risk management department holds failed products until the pts' go home and are then sent to the facility's biomed department for investigation, therefore, the event was reported to the company rep after 3 months. The product was returned.

Manufacturer narrative:
Investigation summary: the device was returned to maquet cardiac surgery on (B)(6), 2010, for investigation. The delivery tube was returned along with the seal and tension spring assembly. The seal wa received separate from the delivery tube. A visual inspection revealed that the green slide lock and the white plunger were depressed on the delivery device. There was no evidence of blood on the device. Based upon these findings, the reported complaint "did not deploy properly" could not be confirmed a lot history record review was completed for the product. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).